Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 10mg/ml at 2mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The healthcare provider reported a critical alarm was occurring, low battery rest, reset, safe state. The patient heard the pump alarming yesterday. The logs show a reset, low battery reset and safe state occurred (B)(6) 2016. It was discussed attempting to program to back to therapeutic infusion mode with possibility of continued therapy until the pump would be replaced. The healthcare provider would contact the surgeon to replace the pump. There were no patient symptoms reported.

Manufacturer narrative:
Serious injury no longer applies. Reportable as a malfunction. Intervention req no longer applies.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had follow up on (B)(6) 2016 after having their pump replaced on (B)(6) 2016 for longevity. Patient presented with 8-9/10 pain. Patient reports lumbar spinal pain mostly in the center with radiation bilateral lower extremity. He also had headaches that began in the right occipital region and radiates over the top of his head. He did have a right occipital nerve block on (B)(6) 2016 which helped minimally. Patient mildly slurs his speech but denied any slurred speech or speech problems. Patient reported a history of problems with balance, falls, and dizziness. Patient reported blurry vision for the last 2-3 months and that he had an appointment with an eye doctor. He came in last visit with his pump beeping as it had reached end of life. Patient was provided with 50mcg of duragesic until he could have his battery replaced. This dosage was too strong for the patient and he gave it to his son to dispose of. Patient was currently on intrathecal dilaudid and it was not providing adequate benefit at that time. Voltaren gel did provide benefit but his cardiologist only allows him to use it once a week. Lidocaine ointment did not provide benefit. Drug screen from initial visit was positive for hydrocodone and tramadol. Patient was tender to palpation over bilateral cervical paraspinal muscles, worse on the right. Patient ambulated with a walker. The hcp¿s impression was that the patient had right occipital neuralgia, chronic migraines, diabetic neuropathy, lumbar spinal pain secondary to discogenic syndrome and facet arthropathy, lower extremity radiculopathy and atrial fibrillation that had the patient on pradaxa. The plan was to change from continuous infusion rate to bolus dosing with small decrease of 6% and monitor pain relief. Hcp wanted to obtain cervical MRI and consider cervical percutaneous procedures after review of imaging. Advised patient that they should bring leftover narcotics to the hcp in the future for disposal. Planned to have patient return in 3 weeks for a pump adjustment. Patient¿s pump was reprogrammed to bolus dosing with a bolus of 0.700mg at 6am and 6pm with a total daily dose of 1.877mg per day with the concentration of dilaudid continuing at 10mg/ml. Patient was allergic to morphine sulfate and percocet. The patient was currently taking the following medications:(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.